Manufacturer narrative:
A specific root cause could not be determined. The observed discrepancy between the sodium and chloride results indicates an issue with a common part of the ise device, typically in measuring the reference value. The analzyer is working within specification at this time and no further evaluation is possible.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium and chloride results for one patient on their c501 analyzer. The patient's initial sodium result was 120 mmol/l and the initial chloride result was 97 mmol/l. The sample was then tested on a blood gas analyzer. The sodium result was 133 mmol/l and the chloride result was 92 mmol/l. The sample was then tested on the initial c501 analyzer. The sodium result was 130 mmol/l and the chloride result was 88 mmol/l. The initial ise results were reported outside the laboratory, but they were corrected with the blood gas analyzer results within five minutes. The patient was not affected. The sodium and chloride electrode lot numbers and expiration dates were not provided. The field service representative could not find the cause of the event. He verified the gear pump pressure, the probe alignments, and the rinse station flow levels. He performed an ise check with passing results. He performed a precision test with passing results. The customer performed quality control with passing results.